Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that moving parts of the trigger of the device did not move smoothly, the motor was worn, and the device had insufficient/low power. It was further determined that the device failed pretest for check for sticky triggers, and check the power with the power test bench. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that the small battery drive device had an undetermined malfunction. During service and evaluation, it was determined that moving parts of the trigger of the device did not move smoothly. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.